Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical study representative reported via phone call that customer was in the emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 to (B)(6) 2019 with the blood glucose greater than 250 mg/dl. Customers other blood glucose value was 499 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting and hyperglycemia without fever. Customer was turning off the auto mode. Customer was hospitalized 36 hours and diabetic ketoacidosis was confirmed and appropriately treated. The device will not be returned for analysis.